Manufacturer narrative:
The insulin pump was received with motor error alarm during occlusion test and unable to prime during prime/ compromised force sensor test due to faulty force sensor resistor (gold). The motor passed motor test. The insulin pump had intermittent button response and button error alarm due to corroded keypad traces. The insulin pump had cracked display window corner, scratched lcd window, cracked battery tube threads and cracked reservoir tube lip. Note: this is a remediation MDR. Medtronic diabetes implemented revised MDR reportability criteria effective on july 1, 2014. Subsequently, medtronic diabetes conducted a one year retrospective review of complaints. This event was retrospectively identified to be reportable based on the revised MDR reportability criteria.

Event description:
The customer's father reported via phone call that the pump had a button error alarm. The blood glucose at the time of the incident was unknown. He states the customer woke up with high blood glucose. The customer attempted to bolus and noticed the button error alarm. Troubleshooting was not able to resolve the issue. The device will be returned for analysis.